Event description:
Additional info received from the user facility revealed events from the initial stent implant procedure performed on 10/2001. After completion of a diagnostic cardiac catheteization, four stents were implanted. A lesion in the circumflex coronary artery was primary stented with another manufacturer's stent. The s7 stent was implanted in the left anterior descending artery at the bifurcation of the diagonal coronary artery. The lesion was not pre-dilated prior to implanting the stent. A kissing balloon technique was then performed at the bifurcation of the diagonal and a 3.0mm ptca balloon in the left anterior descending artery. A third stent from another MFR was then implanted in the diagonal coronary artery. The dual inflations were performed again at the same sites using two 3.0mm diameter ptca baloons. There was some narrowing at the distal end of the s7 stent, therefore a 2.5mm s660 stent was inserted and deployed at the distal end of the s7 stent. It was reported that on final angiography, there was improvement in the lad with less than 10% residual stenosis in all the treated sites. It was reported that the pt tolerated the procedure fine and was discharged home the next day. The pt was instructed to take aspirin and plavix daily upon discharge from the hosp. It is unknown if the pt followed the daily medicine regimen after discharge. A separate medwatch report has been submitted for the s660 device involved in this event. The instructions for use were not followed when the lesion was not pre-dilated prior to inserting the sent.

Event description:
An unknown stent, with a stent from another MFR, and a 3.0mm diameter by 18mm length over-the-wire s7 stent were implanted in three sites in the left coronary artery. The reported sites of stent implantation were one stent in the mid-circumflex coronary artery just beyond an acute bend and two stents in the left anterior descending and diagonal coronary arteries at the bifurcation as both vessels take off distally. It was reported the pt was treated at a different facility 8 days later after experiencing symptoms related to a myocardial infarction. Despite being on an unknown regimen of thrombolytic therapy, two of the three sites of stent implantation had occluded. Successful angioplasty was performed to treat the thrombosis at the bifurcation of the left anterior descending coronary artery and diagonal coronary artery. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. It was reported by the physician who performed the second intervention 8 days later that the stent appeared under-deployed in the angiograms. Eval of angiograms from a cd of the procedure performed 8 days after the previous intervention showed the thrombosis at the bifurcation of the left anterior descending and diagonal coronary arteries. Both stents at the bifurcation were occluded. Successful angioplasty was performed to re-open the occluded sites.